Event description:
It is reported that the patient was revised in 2009. Patient presented to surgeon's office complaining of pain. Surface appears to have significant wear after three years. Implant date is unknown.

Manufacturer narrative:
Evaluation summary: the device was in vivo for approximately 3 years. The patient was revised due to pain. Sem analysis did not show any evidence of material or structural damage, but did confirm the presence of third body particles (likely from bone cement). This can result in pitting and wear on the articular surface. Based on the available information, a definitive root cause cannot be ascertained at this time. Evaluation: device history records indicate all components were manufactured and inspected to specification. Scanning electron microscopy (sem) analysis / energy dispersive spectroscopy (eds) analysis was performed. No manufacturing abnormalities could be detected by either method.